Manufacturer narrative:
The customer tried different lots of reagent, and finally resolved the issue with a different lot of reagent sent from bci hotline. The lot number is unavailable. The root cause appears to be the reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high glucose (glucm) results generated by unicel dxc 800 synchron clinical system. The erroneous results were not reported out of the laboratory. There was no effect to patients or user.